Event description:
A 41-yr-old male was having anestesia induced and, when the endotracheal tube was inserted, he apparently experienced severe bronchospasm. Resuscitative efforts were made, but were unsuccessful and the pt expired. The medical examiner was notified of the death, and his office performed a post-mortem autopsy. The preliminary results do not indicate a cause of death. During unsuccessful efforts to ventilate the pt, the vaporizer was turned on and quickly turned off because the anesthesiologist noted a blood pressure of 56. FDA investigators visited the facility on 7/29/94 regarding a possible connection between the device and the event. Because of notice of a continuous recall of the device received by the MFR on 7/14/94, and as part of a comprehensive investigation of the incident, an independent testing organization was asked to evaluate the vaporizer; this evaluation was done on 7/20, and showed no malfunction in the device.